Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: carefusion certified service technician was unable to verify the customer's reported issue. The ventilator passed 112 hour extended tests at the customer¿s settings. The ventilator passed initial final test and initial alarm volume test. The unit passed all testing and met all carefusion manufacturer specifications.

Event description:
It was reported to carefusion that revel ventilator was delivering lower positive end expiratory pressure (peep) than what was set while connected to a patient. The customer stated that the tidal volume was very low and no ventilations were being administered. The patient was removed from the unit and provided positive pressure ventilation via manual resuscitator. The customer confirmed there was no patient harm associated with the reported event.